Event description:
Customer alleged blood glucose results of 300 mg/dl and 125 mg/dl when testing was performed back-to-back on the advantage system. The customer did not report on symptoms and took her normal, scheduled dose of medication. No serious adverse event was reported in connection with the alleged malfunction. A request was made for the return of the suspect device and replacement product was sent.